Manufacturer narrative:
Following sections were updated or corrected : a3, a4, b1, b2, b4, b5, d2, e1, e3, e4, g2, g3, g6, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome was used to attempt a skin graft and the skin graft was unusable due to malfunction of the dermatome. Patient had wound from unusable skin graft attempt.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the thickness control bar was loose and the lever had low torque. The adjustment cams and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that it is cutting uneven. There is no harm or delay reported. Due diligence is complete and there is no additional information available. There was no additional graft needed, and another device was used to complete the procedure.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete